Manufacturer narrative:
When the patient samples were retested, the same lot of simplastin htf was used. Correct results were obtained with these tests. Also the same lot of reagent was also used on other patients at this hospital on the same day and normal results were also obtained. Biomerieux dispatched a field service engineer to this site. The field service engineer noticed that duck tape had been put on the probe tubing of the compact xr instrument. The tape would affect the balancing and sensors of the tubing. Biomerieux believes that the incorrect result obtained with simplastin htf was not due to the reagent but due to an improper modification to the instrument which could result in a pipetting error not being sensed by the instrument.

Event description:
Simplastin htf is a test for prothrombin time (pt). A patient sample initially resulted in an inr of >10. This result was given to the clinician and vitamin k therapy was given to the patient based on this result. The next day, a repeat pt test was done on with the same lot of simplastin htf and a new sample from the patient. The inr value was 0.9. A repeat test was then done on the original sample from the patient and the same lot of reagent and the inr value was 0.8. Therefore the original inr result of >10 was erroneous. The patient was not adversely affected or injured by the vitamin k treatment. The simplastin htf reagent was being used on the compact xr instrument. The compact xr instrument is not manufactured or labeled by biomerieux.